Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received that the dbs implantable pulse generator (ipg) was electively replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was restored to the initial setting and reported good tremor control.